Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse through a company rep that a vns pt was seen in clinic and both system and normal mode diagnostics were indicative of high lead impedance (7/limit/high). The pt's device was programmed off due to the reported high lead impedance and was referred for x-rays. Further info indicated that the pt's parents report that pt has not received any benefit from vns, no change in seizure pattern, no benefit from magnet. Pt has always had falls, so this may have contributed to the event of high lead impedance. Current plan is for pt to be reviewed after a few weeks. Good faith attempts to obtain additional info have been unsuccessful to date.